Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth, age), a3, d4 (lot, expiration date), d11, h4, h6 (no code available (3191) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : (B)(4) have been reviewed and determined to be duplicate complaint records. (B)(4) is approved to be converted to an npi. This is a duplicate report of 1818910-2018-58172. 1818910-2019-91885 is being retracted as it is a report duplication. 11818910-2018-58172 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune litigation record received. Litigation alleges pain, injury, discomfort, instability and difficult ambulating caused by aseptic loosening at the unknown interface, lack of long- term fixation and migration of defective tibial baseplate and related tibial components. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.